Event description:
It was reported that the user removed their continuous glucose monitoring sensor for an MRI, then paired the sensor to the abbott libre app, after which the sensor would not connect to the ilet because the sensor can pair to only one device at a time. Symptoms included no reported adverse clinical effects and no reported abnormal blood glucose events. Outcomes included no impact on health and no alerts or alarms. Investigation included customer service troubleshooting and education on correct pairing steps for the ilet mobile app. Investigation of this case revealed that the sensor was in use by another device, which prevented connection to the ilet. It was concluded that the device functioned as designed and that user pairing to a non-ilet device caused the connection issue; the user was advised to replace the sensor to pair with the ilet.